Manufacturer narrative:
Correction: b2 updated to 'required intervention to prevent permanent impairment/damage (devices)' to reflect reprogramming.

Event description:
It was reported that the patient presented to the emergency room after the right ventricular lead delivered an inappropriate shock and anti-tachycardia pacing (atp) due to oversensing. Imaging confirmed that the lead had dislodged. Defibrillation therapy was programmed off and the lead will continue to monitored. The patient was stable.